Manufacturer narrative:
Device has not been explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon is no longer planning revision surgery on the patient. The helical blade has not fully cut out, and the patient seems to be healing.

Manufacturer narrative:
Patient¿s height is reported as 5 feet 2 inches. This report is for one (1) unknown tfn helical blade. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant device is not expected to be returned for manufacturer review/investigation. The (510k#): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgery was scheduled to take place on (B)(6) 2017 for a revision to hemiarthroplasty. Revision surgery has been postponed due to a skin infection in the surgical area and possible reschedule in one week. Revision was postponed again due to patient illness. This complaint is related to complaint (B)(4), in which it was found that the helical blade had cut out of femoral head. A revision to a hemiarthroplasty is planned, but has subsequently been postponed twice. This report is for one (1) unknown tfn helical blade. This is report 1 of 1 for complaint (B)(4).